Manufacturer narrative:
Correction: section b.5 the recipient reportedly did not experience a loss of lock. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode array was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis test was above the test limit. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration in not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. The recipient is presenting with loss of sound. Device testing revealed abnormal results. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.